Event description:
In 2008, this patient was implanted with two gore tag thoracic endoprostheses. On an unknown date during a routine follow up appointment, it was noted the proximal end of the proximal device was slightly infolded. On an unknown date, the physician attempted to balloon the proximal device to correct the infolding. The infolding kept recurring as soon as the balloon was deflated. No further treatment was provided. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device involved.